Event description:
On (B)(6) 2010 - pt referred to ambulatory surgery center with abdominal pain. Upper/lower gi endoscopic procedures performed. Pt sent home. On (B)(6) 2010 - pt admitted to hospital with abdominal pain. Lab work normal. Pt held for observation. On (B)(6) 2010 - pt was septic. On (B)(6) 2010 - pt died of (B)(6).

Manufacturer narrative:
Eg-2990i instructions for use contain pre - and post-procedure inspection. The eg-2990i was placed back into use by the facility after the event. The facility did not report the event to the device distributor at the time of the event. Eg-2990i was sent to the distributor for routine repair on (B)(6) 2010 user facility did not indicate the device had been involved in an adverse event. Distributor eval of returned device summary: eg-2990i (B)(6) 2010. Failure - bite mark, device failed leak test. Other findings - fluid invasion, miscellaneous wear and tear.